Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported that an unknown quantity of one-link needle-free IV connectors allowed blood to back up into unknown administration sets. This occurred during patient infusions. There was no patient injury or medical intervention associated with these events. There is no additional information available.